Manufacturer narrative:
Heartsine's investigation determined the root cause of the reported fault to be a deformed locator pin on the returned pad-pak. Upon receipt, the returned pad-pak could not be installed into any device. This was attributed to the locator pins being bent on both the battery and patient terminal sides, which had impeded the insertion of the pad-pak within the device and resulted in the device not powering on, as per the reported fault. With excess pressure applied on the pad-pak the device was successfully powered on. The investigation was unable to determine when the damage to the locator pin occurred. There were several physical defects such as damage to locking tab, crack on casing and misaligned electrode tray that would suggest mishandling. It is possible that the damage may have been caused during incorrect installation of the pad-pak, or due to impact damage. The device was scrapped by heartsine and the customer was provided with a replacement device.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Heartsine has made multiple attempts to contact the customer regarding the status of their device, but no response has been received from the customer. The device was not returned to heartsine for investigation. No additional information will be forthcoming at this time. The cause of the reported issue could not be determined. If the device is returned to the manufacturer the investigation will be reopened.

Event description:
The customer contacted heartsine to report that their device could not be powered on. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient involvement reported with the event.